Event description:
Dupuy spine legal department was made aware of legal action being taken by a charite artificial disc patient. Patient was implanted with charite disc in 2006 at l5/s1. Patient reported having continued pain. As an adverse outcome was reported, an MDR is being filed to document this event

Manufacturer narrative:
Little information is known at this time, and no connection can be made between the reported event and any shortcoming of the device.